Manufacturer narrative:
The device sample was not received by the MFR at the time of this report. A follow-up report will be sent when completion of investigation.

Event description:
The event is reported as: "alleged issue: skin stapler is mis-firing. This happened during a surgical procedure." Patient current condition is unk. Add'l info was requested.